Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a memo-3d, icv0969, mitral repair ring. On (B)(6) 2019 the ring was explanted and replaced with a memo rechord mrcs32 mitral repair ring. The event occurred at (B)(6) hosp (B)(6), and involved dr. (B)(6).